Manufacturer narrative:
Visual inspection, functional testing, and scanning electron microscopy (sem) analysis were performed on the returned device. The reported leak and inflation issue were confirmed. Return device analysis noted a balloon pinhole on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined a potential product quality issue based on the evaluation of the returned device. During scanning electron microscopy (sem) analysis gaps between the adhesive and shaft at the proximal adhesive bond area and possible gaps at the distal adhesive bond area were noted, which resulted in the reported leak and inflation issue at the port connector (hub) area. Additionally, a conclusive cause for the noted balloon rupture could not be determined. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or patient anatomy. The investigation determined the reported issue appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. A 5x60mm armada 35 balloon dilatation catheter (bdc) was attempted to be inflated; however, a leak at the port connector [hub] was noted. Therefore, the bdc could not be used and was exchanged to continue the procedure. There were no adverse patient effects nor clinically significant delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.